Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to headaches. There was no report of patient harm or injury.  There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 29, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to headaches. There was no report of patient harm or injury. There was no medical intervention required by the patient. After a second attempt to retrieve the device and associated components for evaluation and investigation, the customer responded, stating that the device had already been returned and replaced. Based on this information, the manufacturer believes that no additional information can be obtained. Therefore, the manufacturer is submitting this as a final report. If any pertinent information becomes available at a later date, an addendum to this report will be submitted.